Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that solenoid valve vl160 was not working. The fse replaced the valve, which repaired the aperture blockages and vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating white blood cell (wbc) aperture blockages and vote outs. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.